Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station's bio identification device displayed a maintenance error and an icon indicating the need for servicing. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined bio identification malfunction. A field service engineer successfully removed and replaced scanner to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.